Event description:
The customer states that a patient sample collected and tested in 2009 using a cell-dyn sapphire analyzer generated the following results; wbc=3.15 k/ul, rbc=2.95 m/ul, hgb=9.29 g/dl, hct=27.9% and plt=142 k/ul. The physician ordered a retic for this patient the next day and the original sample from the same day, was used producing the following results; wbc=6.49 k/ul, rbc=4.80 m/ul, hgb=15.5 g/dl, hct=45.7%, plt=214 k/ul and retic 48.8 k/ul. The physician then ordered additional blood testing. A recollected sample generated results matching the repeat results of the original sample. There was a delay in reporting the results with no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation summary: the customer technical advocate (cta) reviewed the data sent by the customer and all of the reagents used were correct and the qc was within assay range. The results from the patient specimens are listed below. In 2009, sample was run on the cell-dyn sapphire, and results did not have any flags and no abnormal scatter plots. The data showed the following results: 1st run: wbc: 3.15 k/ul rbc: 2.95 m/ul hgb: 9.29 g/dl hct: 27.9 % plt: 142 k/ul. The following day, sample was rerun at the doctor's request for add-on testing for retic on a cell-dyn sapphire, and results did not have any flags and no abnormal scatter plots. The data showed the following results: 2nd run: wbc: 6.49 k/ul rbc: 4.80 m/ul hgb: 15.5 g/dl hct: 45.7 % plt: 214 k/ul. Next day, sample was rerun with the original sample on the cell-dyn sapphire, and results generated multiple flags on the instrument. The flags were nvwbc, fp?, band, and ig. The data showed the following results: 3rd run: wbc: 6.45 k/ul rbc: 4.84 m/ul hct: 15.2 g/dl hct: 46.3 % plt: 220 k/ulin 2009, redraw specimen on the same patient and ran on cell-dyn sapphire, did not have any flags and no abnormal scatter plots. The data showed the following results: 1st run: wbc: 6.20 k/ul rbc: 4.66 m/ul hgb: 15.4 g/dl hct: 43.7 % plt: 226 k/ul. The following day, rerun of redraw specimen on a cell-dyn sapphire, did not have flags and no abnormal scatter plots. The data showed the following results: 2nd run: wbc: 6.36 k/ul rbc: 4.81 m/ul hgb: 15.1 g/dl hct: 45.3 % plt: 221k/ul. Customer provided data showed that immediately following run of the original sample, the next sample on the datalog gave invalidating data, all results were asterisked, and no samples immediately before or after matched the rerun data. Patient reports showed repeat runs of other patient samples done prior or after original run. The rerun data matched the original runs on the cell-dyn sapphire. Next day, a field service representative (fsr) went to the customer site and inspected the customer's instrument. The fsr inspected the flow panel, autoloader, and aspiration assay and did not observe any problems with the instrument. The fsr ran a paired difference and precision and all values were within specification. The customer has not had additional occurrences after the fsr visit. The review of the data provided for the complaint in subject showed that the sample was run in three (3) consecutive days and was likely from the same patient. This was supported by the relative differential and the mcv results, which were very similar and were not dilution dependent. The initial run was uniformly low overall on the measurands that are dilution dependent. This suggested that the first run (in autoloader mode) did not aspirate the appropriate quantity of sample because the sample volume did not meet the required minimum volume in the specimen tube, while the open mode samples appeared to have no issue. The issue is addressed in the product labeling. A non-statistical trend (nst) review was performed and did not identify a trend. Based on the investigation, no product deficiency was identified for the cell-dyn sapphire, list number 08h00-01. There was no systemic issue for the cell-dyn sapphire product line. This is the final report.